Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.

Event description:
Clinical study - revision of the tibial component due to aseptic loosening of the tibial component.